Event description:
The pt's catheter distal tip pulled out of the intrathecal space. At the revision, the tip was in a small capsule next to the v-wing anchor. It was still intact with the sutures right outside the intrathecal space. The catheter was explanted and replaced in 2004. Pt later had another catheter replacement and is now reported to be doing o.k.